Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The extension tubing markings were worn. The 0cm through 6cm depth markings were worn. Curved shape memory was observed throughout the proximal region of the catheter shaft. A partially circumferential split was observed just distal of the molded joint. Microscopic inspection of the split revealed a coarsely granular fracture surface. Material discoloration and necking were observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The fracture features, necking and tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC was leaking saline/blood when flushing from the area at the junction of the wing and catheter. The leak was discovered while it was in the patient as the staff was flushing the line with saline prior to treatment commencing. It was further reported that the PICC was inserted (B)(6) 2020 and that the PICC nurse managed to perform an over-the-wire exchange for a new catheter so the patient could resume treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0639 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking saline/blood when flushing from the area at the junction of the wing and catheter. The leak was discovered while it was in the patient as the staff was flushing the line with saline prior to treatment commencing. It was further reported that the PICC was inserted (B)(6) 2020 and that the PICC nurse managed to perform an over-the-wire exchange for a new catheter so the patient could resume treatment.